Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. Evaluation of the returned motors is ongoing. A supplemental report will be filed if additional results are obtained.

Event description:
The surgeon was performing a parial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the burr motor failed to hold the burr in place. The backup burr motor was also unavailable during the same case.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor will not hold a burr locked in-unlocks and releases burr during surgery. Method & results: device evaluation and results: device evaluation was not performed and the anspach emax plus burr motor event was not confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of p/n 110940 s/n: (B)(4). There have been no other events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the device was evaluated and the reported event was not confirmed.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the burr motor failed to hold the burr in place. The backup burr motor was also unavailable during the same case.